Manufacturer narrative:
(B)(4) the axium coil will not be returned for evaluation as it was discarded by the hospital; therefore, no definitive conclusion can be drawn regarding the clinical observation.

Event description:
Medtronic received a report of an axium coil detached upon retrieving into the introducer sheath during coil preparation. Prior to the detachment, the physician noticed that coil was kinked at the detachment point. The coil was not used in the patient. No patient injury was reported as a result of the procedure.